Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy on (B)(6), 2012. According to the complainant, during the procedure attempts were made to deploy the clip from the delivery catheter in the colon, however it would not detach. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientfic corporation that a resolution hemostasis clipping device was used during a colonoscopy on (B)(6), 2012.according to the complainant, during the procedure attempts were made to deploy the clip from the delivery catheter in the colon, however it would not detach. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly located just inside the oversheath. Once the oversheath was pulled back using the sheath grip, the clip assembly was actuated and deployed; two distinctive clicks were heard. Additionally, the device returned with a kink in the control wire. The reported event of clip failed to release from the delivery catheter was not able to be confirmed. The evaluation found that the clip was able to be exposed, actuated, and deployed per design. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.